Event description:
It was reported the device displayed -downstream occlusion alarm. Caller denies any tubing kinks or closed clamps. Medication is contained within cassette and not in spiked bag. Tubing clamped and cassette removed. Air noted in line. Tubing massaged and cassette tapped on hard surface. Pump turned back on but alarm persists. Pump turned off and tubing clamped near port site. Per special facility instructions, caller was instructed to call physician's office in the morning. Caller acknowledged understanding. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.